Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's low voltage lead was explanted and replaced for unknown reasons. No adverse patient effects were reported.